Event description:
Meter was reading error 2. The error 2 message was resolved with troubleshooting, however then the meter was displaying the battery icon and the reporter stated the battery had been changed recently. The customer care representative verified the battery icon on the display. The medical affairs specialist contacted the patient to confirm the information. The patient stated the meter had not worked for about 2 weeks. Pt had been visiting clinic, where pt had a friend that was an rn, and was having blood glucuse checked daily. The patient did not report symptoms of high or low blood glucose and no treatment was given. Based on the information obtained there is indication the product malfunctioned. The meter was replaced and return is expected.